Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on, on (B)(6) 2008, patient underwent following procedure: l4-5 posterolateral bony arthrodesis. L4-5 posterior lumbar interbody fusion using sustain oblique cage packed with local graft along with rhbmp-2/acs. L4-5 pedicle screw fixation using revere. L4 laminectomy with bilateral l4 and l5 nerve root decompression. Harvest of local bone graft. Supervision and interpretation of fluoroscopy. Implantation of rhbmp-2 posterolaterally at l4-5 pre-op and post-op diagnosis: l4-5 disc herniation. Lumbago as perop notes: ".. The disc space was prepared using the sustain oblique instrumentation, following which the sustain cage was packed with the local bone graft along with rhbmp-2 was interpositioned. There were no immediate complications.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.